Manufacturer narrative:
Concomitant products - bard avaulta plus anterior support system on (B)(6) 2010 and/or (B)(6) 2015; bard avaulta plus posterior biosynthetic support system on (B)(6) 2010 and/or (B)(6) 2015. Product manufacture date unknown; lot number unknown. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a bard avaulta plus anterior support system, a bard avaulta plus posterior biosynthetic support system, and a biodesign surgisis 4-layer tissue graft. The complainant noted implant dates of (B)(6) 2010 and (B)(6) 2015, but did not specify which devices were implanted on which date. Additionally, the complainant noted the hospitals (B)(6) and (B)(6) clinic and surgeons dr. (B)(6) and, but did not specify which of these correlate with each of the implant dates or devices. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.